Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a follow-up report when our investigation is completed.

Event description:
Complainant alleged that while treating a (B)(6)-old, male patient the device returned a "shock advised" determination; however did not prompt "stand clear." When the device discharged, the attending nurse and doctor received an unintended delivery of energy. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction. Complainant indicated that the nurse and the doctor did not require any medical treatment.

Manufacturer narrative:
The device was returned to zoll. The device was tested for the report that the device did not prompt a "stand clear" message prior to discharging. Review of the activity log on the event date shows the analyze button was pressed after the charge protocol was initiated. As a result, the device will not analyze by design. The log shows multiple instances where the device prompted "stand clear" after the charge was completed. There are also three indicators to alert the user upon completion of the charge; an audible tone, an illuminated red light and a message displayed on the screen. Our conclusion on this part of the investigation is user error. During our investigation, we contacted the customer to understand how the reported unintended delivery of energy occurred. The customer stated that nurse and doctor did feel a charge through the shock button, however it was small and likely not defib energy. The device was extensively testing performing discharge cycles and the malfunction was not replicated or confirmed. Based on the information provided, there was no evidence to suggest a device malfunction. The device passed all testing, was recertified and returned to the customer. Analysis for reports of this type has not identified an increase in trend.